Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event was not reported. On an unknown date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for peritonitis. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient was recovering. No additional information is available.